Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: trochanteric fixation nail helical blade cut through into the acetabulum. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11mm ti helical blades was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with one nonconformance noted. Nonconformance ncr (B)(4) was written as a result of paint on the ends of the raw material bar stock. This paint is an identification method used by the raw material supplier to identify specific lots. The painted ends are removed during routine manufacturing steps and will not affect the finished product. The disposition of this nonconformance was to proceed with normal processing and inspection. No adverse affect on product

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. A review of synthes device history records for manufacturing revealed no complaint related issues. The returned items have been sent to the relevant product engineer for investigation; here the feedback; the investigation of the returned implants has shown no visible damages. From a design point of view all returned devices, as far as we could evaluate, have worked as intended. Provided x-ray images show a broad intramedullary canal and due to the selected nail length allowed the construct to move under load. A longer and thicker nail could have reduced that movement. This movement, alongside the documented very poor bone quality possibly contributed to the medial migration of the blade and finally led to the cut out into the acetabulum.